Event description:
It was reported that the deep brain stimulation (dbs) patient underwent a revision procedure during which the left lead extension was explanted and replaced due to high impedance readings. No further information has been able to be obtained despite good faith efforts.

Manufacturer narrative:
Block d2b: additional pro code selection that applies to the indication of this device.